Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a ventilator failure occurred during a surgical procedure. There was no detail in the report which would reasonably suggest that an injury might have occurred.

Manufacturer narrative:
The device was serviced by in-house biomed who could reportedly determine that the power supply had a malfunction and that the internal battery was depleted. The biomed replaced power supply and battery; the device was returned to use then with no further issues reported to date. Logs could not be downloaded but a photo of the device screen with the log view was transmitted. The log view was incomplete and the visible entries were not recorded during the timeframe given for the course of event. It could be seen that the motor stopped operation but the root cause could not be derived. It is plausible that this was due to driving voltage dropping below the minimum limit for operation when the battery became depleted; other scenarios would however be imaginable as well and, a differentiation is not possible. The power supply was returned to the manufacturer for evaluation but the error condition could not be duplicated. Finally, a reliable conclusion about the exact root cause cannot be made. (Remark: the supervisor function of the software cannot differentiate between the conditions that may lead to inavailability of mains supply i.e. Independently if this is related to a defective power cord, simply unplugged device or real malfunction of the power supply unit, a mains power error code will be recorded in the log file.)under consideration that the expertise of the biomed is correct, the explanation for the reported event is that the concerned procedure was started with the unit running on battery. The vent fail has then occurred when the device ran out of energy. The device clearly indicates if it runs on mains supply or battery. The residual capacity is being displayed continuously and, depletion warnings are posted when the left capacity underruns 20% and 10%, respectively. Manual ventilation with the built-in breathing bag including gas dosage is still possible after the shutdown. Dräger finally concludes that the issue in general does not incorporate a previously unidentified or falsely assessed risk.

Event description:
It was reported that a ventilator failure occurred during a surgical procedure. There was no detail in the report which would reasonably suggest that an injury might have occurred.